Event description:
Supplemental report being submitted as investigation has been completed on 29-mar-21 and the results and conclusions are outlined in section h.

Manufacturer narrative:
Device evaluation: 1 x gpso-5-5 of lot number c1707457 in this complaint was returned to cirl for evaluation open in its original packaging. (B)(4) (emdr 3001845648-2021-00002) were all opened from this complaint (B)(4) deals with the failure of the insertion of the gpso-5-5 stent due to the use the of an incorrect wire guide (B)(4) (emdr 3001845648-2021-00002) deals with the user error for the use of an incorrect wire guide and the shortening of the pc-5 device used with the gpso-5 stent. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 02nd october 2020. Damage was noted on the 1st porthole and on each side flap. A 0.035¿ wire guide passes through the device. Documents review including IFU review: prior to distribution all gpso-5-5 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the gpso-5-5 device of lot number c1707457 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1707457. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ it was clarified as per additional information received that the complaint involved the failure of the insertion of the gpso-5-5 device while using a pc-5 pusher, these will be dealt with in sperate files ((B)(4)). The other devices mentioned in the complaint were placed successfully, as per information reported the gpso-3-4 device was successfully placed but the ¿drainage was not enough¿ as the ¿p duct drain was too difficult to drain because of the narrowing stricture¿ . It was confirmed with engineering and the product manager that the use of our pc-7 device with the competitor device (advanix 7-7cm biliary stent) would not be considered a user error. It was also noted that both the device and wire guide used were not inspected for damage before use and while this would not have contributed to the complaint the user is instructed as per IFU to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. Product manager has been notified of this occurrence root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the stent it is likely that the stent would not receive the correct support as when a 0.035¿ wire guide is used. As per information stated a 0.025" wire guide was used. It was noted that there was also resistance when advancing the wire guide to the target location which would have been prepositioned before advancing the stent. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information received the patient did not receive any further adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was returned and evaluated on the 02-oct-2020, this supplement report is being submitted to capture this. D.10 and h.3 within this report has been updated to reflect the evaluated device.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the physician almost finished this case, he tried to insert gpso-5-5 but it was too hard to penetrate the duct. He tried several times and he withdrew gpso-5-5. No adverse effects to the patient reported.